Event description:
Patient reports that bolus history is incorrect.

Manufacturer narrative:
Patient reviewed pump history and reported that bolus delivery history was incorrect for (B)(6) 2010 through (B)(6)2010; she reports that she noticed this intermittent problem for several months. Reports of blood glucose levels have been within her target range, and there are no reports of medical intervention. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.